Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device test failure diagnostics electronic failure. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device test failure diagnostics electronic failure. The case was opened for pm service and the original input into the system was an error in the translation. No malfunction reported. There was no reported patient involvement/adverse patient impact.